Manufacturer narrative:
Approximate age of device: 1 year and 7 months. The replaced portion of the percutaneous lead has been returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
Additional information: the manufacturer was unable to conduct an investigation of the device as the patient remains on going with the implanted device. Review of the submitted system controller data log files confirmed the report of speed drops below the low speed limit. Although the events recorded in the data log file appear consistent with a potential percutaneous lead (lead) issue, lead wire damage could not be confirmed through this evaluation. Approximately 17¿ of the external portion/distal end of the lead was returned to the manufacturer for evaluation. An electrical continuity test of the returned portion of the lead found that all wires were electrically intact. The underlying wires were examined under a microscope but no breaches in the wire insulation were identified. The lead was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation but no areas of compromised insulation could be confirmed. The percutaneous lead issue was suspected to be internal. No further events have been reported to the manufacturer at this time. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information regarding patient outcome indicated that the patient received a transplant on (B)(6) 2015.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was experiencing speed reductions below the set low speed limit. The system controller was exchanged and no further speed reductions were reported. The manufacturer's technical services performed an electrical continuity test of the percutaneous lead which did not reveal any issues. X-rays appeared unremarkable. The patient remained admitted for observation and a heparin infusion due to low international normalized ratio values. Three days later a log file was submitted for review which contained pump stoppages and driveline fault alarms. The patient was asymptomatic. The system controller and the power module patient cable were exchanged. On (B)(6) 2015, technical services performed a percutaneous lead distal end replacement. It was reported that there remains a suspected short in the percutaneous lead under the skin line. The physician reportedly does not want to perform a pump exchange at this time and requested a modified (ungrounded) power module patient cable in order for the power module connection to be established without pump stoppages.